Manufacturer narrative:
Date sent: 02/09/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the tissue pad was damaged. Another like device was used to complete the case. No adverse patient consequences were reported.